Event description:
It was reported that the patient was noted to be symptomatic with pre-syncope, "head rush", and "chest thumping" for approximately four months. The atrial lead was noted to have triggered a lead warning for high impedance paces. While in clinic, oversensing was noted when the patient was positioned left arm to right shoulder. The device was programmed to vvi mode and the patient reports feeling better with no further symptoms. The lead remains implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 5068-52 lead, implanted: (B)(6) 2000. (B)(4).